Event description:
It was reported by the customer that a pyxis medstation es system 4.1 drawer was displaying a "not detected on the communication bus" error. The customer reported that pharmacy technician attempted to retrieve the drawer following prior instructions but was unsuccessful, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer not being recognized on the communication bus. A field service engineer reconnected the row board cable at the drawer controller end to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.